Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was noted to be in back-up via merlin.net transmissions. The patient was brought into clinic and the device was restored to its normal function. The patient was stable and not symptomatic.